Manufacturer narrative:
An event regarding an alleged dislocation involving a trident shell was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection indicated the trident shell dome contained traces of bone cement throughout. Small patches of the dome¿s gray hydroxyl-apatite surface were missing. The trident insert remained implanted in the shell. The insert contained a hole, extending through the insert, and aligned to a bone screw hole the shell. The femoral head was clean and in excellent condition. -medical records received and evaluation: patient medical records were reviewed by a clinical consultant on (B)(6) 2016. The clinical consultant noted that the revision shell was implanted in more retroversion due to patient dislocating anteriorly. Based on this, a material analysis was not performed as the primary shell's position in the acetabulum likely contributed to dislocation. -device history review: indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the investigation concluded that the reported dislocations were caused by the position of the shell. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened. Not returned.

Event description:
The patient originally underwent a total hip arthroplasty by the hospital's orthopedic surgeon on (B)(6) 2015. The patient was reported to have degenerative joint disease of the right hip that led to the procedure. No complications were reported with follow up physical therapy and anticoagulation ordered. After the surgery less than month, the patient reported to have had some maneuvers in a lounge chair and dislocated the hip. The hip was reported to be replaced twice and noted as unstable. The patient reported she went to the hospital's ER and it was placed back in as well as placed in a knee immobilizer. The patient also reported while in the eye doctor's office she twisted a little and the hip came out. The patient presented back to the hospital on (B)(6) 2015 for revision surgery and a bipolar type hip replacement put back in her. The surgeon explained risks to the patient that he could not guarantee repeat dislocation and the patient elected to do the surgery. The procedure on (B)(6) 2015 for revision of acetabular component and changing the liner to a bipolar dual lock stryker liner was performed with no complications reported. The following list of explants are available for review: this pi is for the patient originally underwent a total hip arthroplasty by the hospital's orthopedic surgeon on (B)(6) 2015. The patient was reported to have degenerative joint disease of the right hip that led to the procedure. No complications were reported with follow up physical therapy and anticoagulation ordered. After the surgery less than month, the patient reported to have had some maneuvers in a lounge chair and dislocated the hip. The hip was reported to be replaced twice and noted as unstable. The patient reported she went to the hospital's ER and it was placed back in as well as placed in a knee immobilizer. The patient also reported while in the eye doctor's office she twisted a little and the hip came out. The patient presented back to the hospital on (B)(6) 2015 for revision surgery and a bipolar type hip replacement put back in her.